Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. During a procedure involving a 10mmx2.75mm wolverine coronary cutting balloon, it was noted that the balloon ruptured. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient was stable post procedure.